Event description:
Pregnancy test was being done for a patient in urgent care. It turned out to be positive. However, patient said it was impossible since she already underwent a hysterectomy. Staff ran multiple tests with this lot# and compared to other lot #s. The defective lot# (hcg test) all yielded positive results. Manufacturer response for pregnancy test, hcg combo rapid test (per site reporter). Materials management director has informed field representative/ company.